Manufacturer narrative:
Patient ID# was unavailable at this time, attempts will be made to provide that information. System evaluation will be reported upon completion.

Event description:
Medtronic representative reported that while in a surgery, she adjusted the position of the treon monitor, to raise it up, and the sleeve connecting the two parts fell off. There was no impact to the patient.